Manufacturer narrative:
Inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced persistent postoperative inflammation. The patient was treated with medication with diagnostic cultures performed. The lens remains implanted. The cause of the event was reported as unknown.